Manufacturer narrative:
Correction/removal reporting number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt's ipg was unable to communicate with her charger or programmer. The sjm representative confirmed the pt's ipg would not communicate with external devices. The pt indicated she has not charge her ipg in 6 months. Surgical intervention will be taken at a later date to address this issue.